Event description:
Instrument failure - during the knee surgery, the doctor struggled with our insert trial size 7 x 11mm. He pulled so hard trying to get the trial out, he broke through the celcon plastic.